Event description:
Per the clinic, the patient experienced inflammation, redness and skin overgrowth at the abutment site. On (B)(6) 2014, the patient was treated with silver nitrate. On (B)(6) 2014, the patient underwent a procedure to excise the excess skin with oral antibiotics commencing on (B)(6) 2014. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was administered general anesthesia on (B)(6) 2015 to facilitate an abutment exchange. The implanted device remains. This report is filed (B)(6) 2015. The implanted device remains.